Event description:
The user facility reported to terumo cardiovascular a leakage issue during the set-up of a shunt sensor connected to an extension tube for priming. The leakage occurred at the small blue luer at the bottom of the shunt sensor. Despite replacing the extension tube, the leakage persisted. Eventually, the shunt sensor itself was replaced, and the procedure was successfully completed. No patient involvement. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 09, 2024. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information and device evaluation) . H3 (updated device evaluated by manufacturer) . H6 (identification of evaluation codes 10, 11, 3331, 213, 19). The returned sample was visually inspected upon receipt, it was noted that there was an extension tube attached to the large bore adapter and a stopcock attached to the other end. The returned unit was set up to be leak tested. No leaks were noted. A retention sample from the lot number was obtained and leak tested, no leaks were noted. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.